Event description:
Information received does not address the patient's clinical status but notes that post implant attempts to interrogate the device and obtain telemetry were unsuccessful. The device was subsequently replaced.